Manufacturer narrative:
This report has been identified as event four of b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event 4: over infusion. Infusion is finishing 8 to 11 hours earlier than intended.